Event description:
It was reported that the remote monitor had failed to transmit automatically. When the patient tried to send a manual transmission, the remote monitor failed to power on when the start button was pressed. After the patient unplugged and reconnected the power cord, the remote monitor successfully powered on and sent a successful transmission. The remote monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The remote monitor was returned without the power cord and adapter. Analysis completed on 2016-12-29 revealed that the bench power up test passed with good power supply, and final analysis findings, no defect was found.